Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient receiving a heart transplant could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Details regarding the transplant were unable to be provided. It was reported that the heartmate 3 left ventricular assist system was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been missing in action (mia) for three years after not meeting the transplant criteria in australia. The patient then travelled to other international regions looking for a heart transplant. The patient was living in india and had undergone a heart transplant over in india. Details regarding the transplant were unable to be provided.